Event description:
It was reported that balloon ruptured, and the blade was partially detached. The 95% stenosed target lesion was located in the mildly to moderately tortuous and mild to moderately calcified right carotid artery. A 15mmx4.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 12 atm for 8 seconds. Upon removal from the body, it was found that the blade was hanging from the balloon and was partially detached. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.